Event description:
It was reported that patient experienced adhesive issue event on (B)(6) 2026 as infusion set cannula fell off.

Manufacturer narrative:
Event city: (B)(6). Event country: spain. Name: (B)(6). Country: united states of america. Street: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.